Event description:
It was reported that the user experienced repeated ilet occlusion alarms while using teflon inset infusion sets with 23-inch tubing on the abdomen, resulting in persistent hyperglycemia confirmed at 440 mg/dl for about 12 hours; multiple consecutive sets from the same lot reportedly occluded until one eventually functioned, and the user was advised to change the set and supplied with replacement teflon inset 23-inch sets. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for supply replacement and user education. Investigation included troubleshooting over the phone and assessment of infusion set use, site, and lot information. Investigation of this case revealed repeated flow blockage consistent with infusion set occlusion associated with the reported lot, with resolution only after successful set replacement. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion likely related to the infusion set and its lot rather than the ilet pump.

Manufacturer narrative:
Initial.